Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: during a procedure surgeon was using a drill bit and the tip broke off. Surgeon did not retrieve the fragment and it remains in the patients bone. Surgeon used a larger screw over the drill bit fragment and the procedure was prolonged. It is reported the patient has no side effects.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.